Manufacturer narrative:
The device and the lens were returned. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned wrapped in gauze. Viscoelastic and gauze fibers are dried on the lens. The lens was cut in half for removal. The two optic portions were cleaned with lphse. One portion is cracked in the haptic optic junction. This portion is also scratched/scraped on the edge and onto the anterior optic surface. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. No device damage was observed. The optic was cracked at one optic/haptic junction. The optic was also scratched/scraped on the edge and onto the anterior optic surface. The location of this damage may indicate a plunger override. The root cause for the observed damage may be related to a failure to follow the dfu. There did not appear to be adequate viscoelastic in the device. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. In addition, a non-qualified viscoelastic was indicated. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu and is not recommended under any circumstance. There are no other complaints in the lot. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that when inserting an intraocular lens (iol) into a patient's eye, he encountered that it was hard to push the plunger. After the lens was in the eye, the doctor realized the lens was cracked. The wound was enlarged and the lens was cut in two, removed and replaced with another lens. Additional information was requested.